Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/08/2016 with the following findings: during investigation, no evidence of moisture was found behind the display. A leak test was performed and failed due to a crack in the battery compartment from the case seal to the grip pad, and a crack at the top right corner of the pump between the display lens and the pump seal. The pump was opened to find moisture throughout the pump casing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.